Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a fall with loss of consciousness resulting in a black eye while using the ilet system, with cgm readings around 98 mg/dl before the event and 77 mg/dl upon regaining consciousness; the user and provider believed the event was related to hypotension and dehydration rather than blood glucose or the device, and education on hypoglycemia management was provided. Symptoms included syncope and facial injury. Outcomes included self-recovery without hospitalization and completion of troubleshooting and user education. Investigation included user follow-up and review of reported blood glucose values and circumstances surrounding the event. Investigation of this case revealed no evidence of device malfunction or inappropriate therapy delivery and no ilet alerts or alarms associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with non-device factors such as hypotension and dehydration. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.